Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in los angeles, california. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. The device was found to be heating within specifications. As precautionary measure, the heating elements were cleaned and the ac mains board replaced. After replacement of parts, the device warmed a little faster but however always within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of heating issue on the patient circuit of a heater-cooler system 3t during procedure. In detail, the device took long time to warm. Once getting up to 36 degrees the temperature of the perfusate started decreasing even with max temperature setting of 41. The heater cooler was changed out and the patient remained on bypass for an extra estimated 15 minutes due to the slow rewarm. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H10: according to the heater-cooler system 3t instructions for use and the service manual, for a model number 16-02-85 device the warm-up time from 2 to 41 degrees is approximately 20 minutes. Therefore, the event appears to be intermittent as the livanova field service representative was unable to reproduce it. Consequently, an intrinsic failure of the heating elements can be excluded. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2014. It cannot be ruled out that the most likely root cause could be traced back to the faulty board that did not supply enough current to the heaters to ensure constant operation.